Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device may deliver inaccurate fluid volume leading to under or overfill during fill 2 and drain 2. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device was received operational. The device failed the homechoice return instrument test/evaluation (rite) functional testing for failed fill 2 = 497.7ml and drain 2 = 497.7ml (allowable range 774.0 to 821.0ml). Homechoice rite electrical safety analyzer testing passed specifications. External / internal inspection performed and passed. A manual volumetric accuracy test was completed and passed. The pneumatic system was checked using the cycler remote toolbox (crt) program and passed. Completed multiple short simulated therapies successfully. The rite functional test failure was confirmed by review of the rite functional test report. The assignable cause for the rite functional test failed fill 2 and drain 2 was undetermined. A manual volumetric accuracy test and manual temperature test was completed and passed specifications. No failure or malfunction was identified with the device that could have caused or contribute to the additional rite functional test failure. The device was determined to meet specifications for the rite functional test failure. Baxter will continue to monitor similar reports to determine if further actions are required.